Event description:
It was reported that the patient had increased spasticity over the past 2 weeks which had become "progressively worse." Withdrawal, pruritus, increased temperature, and high blood pressure was further reported. The event/symptoms occurred during a normal refill cycle. The patient was hospitalized on (B)(6) 2011. A physician checked the pump via a physician programmer, and it was determined that the pump was working fine. It was noted that the hospital staff were looking for a medical cause regarding the issue/event, but had not found one as of yet. The drugs used in the pump at the time of the event were baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).